Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the proper air removal techniques. Tandem technical support informed the customer that not performing the air removal technique is off label per the tandem user guide. Customer continued to use the existing cartridge. There was no adverse impact to customer¿s blood glucose level.